Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys cortisol (cortisol ii) on a cobas 8000 e 602 module compared to the architect method. The result from the customer's e602 module was 14.22 ug/dl. The sample was submitted for investigation and tested on an e 602 module at the investigation site with a result of 12.27 ug/dl. This result corresponded well to the customer's result. The sample was sent to an external laboratory where the result from the architect method was 6.9 ug/dl. No questionable results were reported outside of the laboratory. The customer's e602 module serial number was (B)(4). The e602 module used at the investigation site was 1286-07.

Manufacturer narrative:
The sample was submitted for investigation. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.